Event description:
Complainant alleged that after attaching electrode pads to a ninety-two female patient who was dead on arrival, the device displayed a red "x" indicator.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.